Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient had been getting alarms in unknown cycles of the treatment. The pdrn stated the alarm had to do with a leak but was unable to provide further information. The pdrn was also advised of a sensor alarm but did not have further information. The pdrn was requesting a replacement cycler and advised the patient saw a fluid leak in the pump module area of the cassette door. The pdrn was advised to have the patient call back when they were with the cycler to collect treatment details and alarm history. The pdrn was advised for the patient to allow the cycler to fully dry before using the cycler again. There was patient involvement but no patient injury noted at intake. Additional information was requested but was not received to date. Pt did see a fluid leak in the pump area of the cassette door.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient had been getting alarms in unknown cycles of the treatment. The pdrn stated the alarm had to do with a leak but was unable to provide further information. The pdrn was also advised of a sensor alarm but did not have further information. The pdrn was requesting a replacement cycler and advised the patient saw a fluid leak in the pump module area of the cassette door. The pdrn was advised to have the patient call back when they were with the cycler to collect treatment details and alarm history. The pdrn was advised for the patient to allow the cycler to fully dry before using the cycler again. There was patient involvement but no patient injury noted at intake. Additional information was requested but was not received to date. Pt did see a fluid leak in the pump area of the cassette door.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.